Event description:
It was reported to olympus, that the endoeye flex 3d deflectable videoscope had a leak. The issue was found during reprocessing. Inspection and testing of the returned device found that there was deterioration of the adhesives of the distal end. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending section was perforated and the bending section rubber glue was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to physical stress such as hitting/dropping the distal end or chemical stress such as chemical solution used. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): user can detect the suggested event by handling the device in accordance with the following IFU. Inspection of the endoscope: user can prevent the suggested event by following IFU below. IFU: ltf-190-10-3d operation manual important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU: ltf-190-10-3d reprocessing manual 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. Olympus will continue to monitor the field performance of this device.